Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
It was logged the caller was working with their health care provider to remove the old ins and replace new ins in new location but the caller stated she failed psych evaluation and had to wait 4-6 months to move forward. It was reported the patient wanted the ins removed at the time of report but their hcp would not remove it. It was reported there was pain at the ins site and ins moving. It was reported if the patient gained or lost weight the ins moved and it was causing her pain at the ins site. It was logged the patient wanted it removed while waiting for replacement ins. Additional information has been requested but was not available at the time of this report.